Event description:
The following info was reported to kci by the nurse: on (B)(6) 2015, a pt on a acti v.a.c. Unit had trouble keeping a seal and had blood in the wound. The pt has a groin wound and the nurse did not feel bleeding wound step even with pressure, but there were blood clots noted. On (B)(6) 2015, a nurse reported that ot had a large amount of bleeding on the (B)(6) 2015 and was admitted to the hosp for the bleeding. No add'l info is available. On (B)(6) 2015, the device was tested per quality control (qc) procedure by kci quality engineering, and the unit passed qc checks and met specs before and after placement with the pt.

Manufacturer narrative:
Based on info provided, it cannot be determined that the alleged hemorrhaging is related to v.a.c. Therapy. There have been several attempts made to gather add'l info, but there has been no response.